Event description:
It was reported that during the implant procedure the patient required external rescue after a "failed dft [defibrillation threshold test]." Also noted during the procedure was that the epicardial defibrillation patch had high and low impedance readings prior to the dft. The actual impedance was unknown. The patient was brought back to the operating room four days later to have a high voltage lead placed subcutaneously; this was completed without issue. The epicardial patch's lead terminal end was then inserted into the superior vena caval (svc) coil port and the svc was "turned off," electrically abandoned. No further complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.